Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for multiple back operations. It was reported that the rep called to get longevity estimate for ins. The rep reported no concerns regarding longevity but indicated that the patient has had 2 overdischarge and was currently recharging frequently and almost every day. Tss reviewed that ins should show eri at 8 years and eos at 9 years, even with previous overdischarge. Tss reviewed frequent recharging can occur due to overdischarge but implantable neuro stimulator (ins) will still last 9 years and would be up to the patient/ physician to replace it sooner if the recharging is burdensome. Additional information was received from a rep on (B)(6) 2017. The patient¿s battery has now been replaced. No further complications were reported/are anticipated.